Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s implant site was purulent and the implantable neurostimulator (ins) was exposed. The ins was repositioned as a result of the event. No further event details were reported; there were no further complications reported or anticipated.